Manufacturer narrative:
(B)(4). Upon carefusion's sample evaluation, a follow up medwatch will be submitted.

Event description:
When the nurse disconnected the limb-o from maquet´s nebulizer the connector (that you attach to the et tube/trach) on the tube fell off and she had to hold the system together with her hands until she got another breathing tube to connect. No patient injury. A picture of defective unit is attached to pilgrim.

Manufacturer narrative:
(B)(4). Results of investigation: one sample was returned with the patient port connector separated from the limbo hose. The rubber band that secures the hose was in place on the connector and in good condition. There were no signs of splitting or damage to the rubber band, connector, or hose. The machine connector was secure on the limbo hose with no damage to the rubber band or connector and hose. Sample analysis revealed no product defects; evidence points to a usage error being the cause of the reported condition. Lot number was not reported. Therefore, review of the device history record could not be completed. During the manufacturing process review, the reported issue most likely the result of user error; there is no indication that manufacturing personnel, process, or materials used in the packaging and manufacturing of this product contributed to the issue reported. Based on the investigation, the product involved in the reported incident showed no defects of any kind, and the machine end connector/rubber band was secure and in good condition. This incident occurred when the caregiver was attempting to disconnect a nebulizer. These facts indicate that the nebulizer was likely inserted too far into the connector, and the excessive force applied to the unit during the attempted removal of the improperly inserted nebulizer caused the reported failure. The reported condition was most likely the result of user error. Carefusion will continue to monitor and trend this issue.